Manufacturer narrative:
Results and conclusion summation - dissection is a known adverse event associated with stenting as noted in the IFU and the risk assessment and is not necessarily an indication of a prod qual issue. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states that "implanting a stent may lead to vessel dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring add'l intervention (CABG) further dilatation, placement of add'l stents, or other)." There does not appear to be any indications of a qual problem as there was no reported device malfunction.

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that an acute dissection occurred during a procedure with using the xience v. The dissection was treated with another stent. No add'l event or pt info is available.